Event description:
The customer reported via medwatch: "iabp failure. Pt was taken to the cath lab and was found to be having extensive critical cad with cardiogenic shock requiring iabo-then emergent CABG. During transit to or there was pump failure, pt went into hypotension requiring changing to another balloon pump-iabp was life saving to this pt and was dependent on it."